Manufacturer narrative:
Additional information has been received that the navigation ring issue was discovered preventative maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel, and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
The customer reported the navigation ring is not moving. There was no patient involvement.